Event description:
The customer called for help with his meter. While troubleshooting, the customer performed control tests and received a result of 35 mg/dl. The normal control range was 88-119 mg/dl. The customer did not allege any adverse events. The test strips and meter were returned for evaluation. A new contour meter and test strips were sent to the customer.

Manufacturer narrative:
The qa lab found the returned reagent to read an average of 61 mg/dl low, out of specification and an average of 18 mg/dl high, out of specification. Performance was satisfactory using iqa reagent. This complaint was not initially identified as a potential MDR, so it will be submitted past the 30 days window.